Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Medical images were performed, and the patient underwent a surgical intervention to remove and replace all the components. Upon explant, a perforation in the cuff was noted. No further information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Medical imaging was performed, during which a total loss of fluid was noted; therefore, the patient underwent a surgical intervention to remove and replace all the components. Upon explant, a perforation in the cuff was identified. No further information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Visual evaluation revealed that the component was scaled and had folds. In addition, fluid loss due to a tear from wear was noted. The balloon was visually inspected, and leak tested. The component was identified to be scaled and a leak from fatigue inside the scaling was noted. The balloon was not functionally examined due to a hole from scaled identified in its shell. The pump was visually inspected, leak and functionally tested. Its kink resistant tubing (krt) was worn to the filament and presented scaling; however, the pump passed leakage and functional evaluations. Based on the information available and analysis results, the cuff and the balloon not passing the leak testing could have caused or contributed to the reported clinical observations. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). Detailed product information for the cuff was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information updated: b5: describe event/problem, h6: device codes.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Medical images were performed, during which a total loss of fluid was noted; therefore, the patient underwent a surgical intervention to remove and replace all the components. Upon explant, a perforation in the cuff was identified. No further information was provided.